Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. The insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was not known. The insulin pump was neither bumped, dropped, nor exposed to a magnetic resonance imaging machine. It was stated the insulin pump could be rewound. Nothing further was reported.